Event description:
Customer's mother reported that the insulin pump's battery life was only about two days long. Customer's mother stated that the battery cap was replaced and the issue was persisting. Blood glucose level was 191 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify low battery life due to blank display. Pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. (B)(4).